Event description:
This is a spontaneous case report received from an adult female consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6)-2016 who had essure (fallopian tube occlusion insert) inserted in 2008 for definitive contraception. The consumer was (B)(6)-year-old at the time of the report and her weight was (B)(6) kg. In 2008, she experienced chronic pelvic pain, chronic headache, bleedings, hair loss, nausea, dizziness. Her current health state was reported as worsening and it was mentioned that she had gone to emergency services. Essure was ongoing. Company causality comment: this non-medically confirmed spontaneous case received via regulatory authority refers to an adult female consumer that had essure (fallopian tube occlusion insert) inserted for definitive contraception and she had chronic pelvic pain and bleedings (interpreted as genital bleeedings) that are worsening. Essure inserts were not removed. Pelvic pain and bleedings are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and bleedings, that temporal relationship is compatible and that there is no alternative explanation, a causal relationship with essure cannot be excluded although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up received on 12-may-2016: follow-up is not possible for this case as no contact details were provided. No further information is expected. Follow-up received on 17-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-may-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case received via regulatory authority refers to an adult female consumer that had essure (fallopian tube occlusion insert) inserted for definitive contraception and she had chronic pelvic pain and bleedings (interpreted as genital bleeedings) that are worsening. Essure inserts were not removed. Pelvic pain and bleedings are serious due to their medical importance and listed in the reference safety information for essure. Considering that essure may cause pelvic pain and bleedings, that temporal relationship is compatible and that there is no alternative explanation, a causal relationship with essure cannot be excluded although no death or serious injury was mentioned in this case, it was regarded as incident in line with health authority's assessment. The product technical analysis results were received and the outcome of the investigation resulted in an unconfirmed quality defect. Further information cannot be obtained as no contact details were provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.